Manufacturer narrative:
Lot review: a two year review for this facility showed no complaints.

Event description:
Complaint received regarding four d1000, tego; lot# is unknown. Report states: blood leaks around the seal of the device. No adverse patient consequences reported, no significant blood loss.

Manufacturer narrative:
Lot review: a two year review for this facility showed no complaints. Visual analysis: 2/1/2017 - received three used d1000, tego; lot# is unknown. No mating devices were returned. Two of the tegos were observed to have blood under the silicone. Functional testing: three used d1000 tego were returned for investigation of leakage. Two of the three had blood between the seal and the body. One had no visible damage or anomalies. Each of the three used d1000 tego were pressure leak tested and all passed without leakage. Each of the three used d1000 tego were pressure leak tested to evaluate the integrity of the main seal interface. Two of the three failed leak test. Final analysis summary: the complaint of d1000 tego blood leakage was confirmed with two of the returned connectors. The leakage was the result of damage to the one piece seal at the main seal interface with the body. There was no damage or leakage with one of the three returned d1000 tego connectors. No mating devices were returned to evaluate with the d1000 tego for exterior seal tearing. Engineering efforts did identify component/molding anomaly that may have caused or contributed to a seal misalignment. This condition could result in internal leakage. A detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal component anomaly was attributable to the manufacturing/molding operation due to a cavity core pin (edge). Corrective actions have been identified, qualified and implemented. ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding four d1000, tego; lot# is unknown. Report states: blood leaks around the seal of the device. No adverse patient consequences reported, no significant blood loss.